Event description:
The customer reported a power supply problem. The reported symptom was later clarified as the energy delivered was outside of spec. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a power supply problem. The reported symptom was later clarified as the energy delivered was outside of spec. There was no report of pt involvement. The device was evaluated by a philips field svc engineer. The power pca was replaced to resolve the issue.